Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via email that the customer was hospitalized for high blood glucose levels. The customer's blood glucose level at the time of incident was 600mg/dl. It was reported that the customer believes the cannula may have been bent, causing the high levels. It was reported that the customer is no longer on the pump, the doctors told her to revert back to manual injections. It was reported that the patient is off the pump for good, per their healthcare provider's instructions. It was reported that the customer was unsure of the cause of the high blood glucose levels, the customer never phoned in to troubleshoot for the highs. No further assistance was provided.